Manufacturer narrative:
(B)(4). Customer contacted on-call applications support manager for the event. She discussed with surgeon the possibility of false applanation due to excessive moisture on the eye and surgeon agreed that was most likely the cause. A field service specialist was dispatched to check the equipment for the surgeon's report of decreased energy. On 9/16/2015 visit was suspended 2 weeks per field service and on 10/6/2015 customer denied access. Visit to check equipment was suspended until 10/14/2015. On 10/14/2015 field service specialist was able checked the z deltas at 0, 100, 200, 300 and 400 and they were all are within spec. Viewed the error log and it shows occurrence of "error 211, z stepper out of range by 55um". It was noticed that the error did not occur during the patient involvement events. Tried to do a z baseline calibration but the plasma only appears on left side and never makes its way all around. The tilt is well out of spec. The conclusion is that the objective assembly needs to be replaced however, customer refused to proceed any further with the repair. Laser is inoperable. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported incomplete flap in right eye. Account said it looked like the raster pattern was not delivered though they had a full sidecut. The surgeon aborted the intralase procedure and completed with microkeratome. 1 week post-op bcva (best corrected visual acuity) is 20/20. Account mentioned that max energy had decreased in the last few weeks and last surgical day they had flaps that were stickier than usual so they decided to increase the bed energy. The doctor continued his surgical day without laser problems.

Manufacturer narrative:
On 11/2/2015 fss visited the account as customer decided to continue repair. The objective assembly was replaced. Preventive maintenance was due and completed. Laser is operating within amo specifications.

Manufacturer narrative:
Conclusion codes - initial report mentioned code (unable to confirm complaint) as the conclusion however, the field service specialist was able to confirm the problem during his visit. Therefore, code (operational context caused or contributed to the event) is more appropriate.